Manufacturer narrative:
H3: analysis found that there was no fault found with the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A health care professional reported that, during intra operation nim4 capital channel 2 was intermittently giving feedback on patient interface. There was no patient impact. Additional information received that the unit kept alerting using the audible beep even when no stimulus was occurring. The procedure was completed with different patient interface. Although that one is now doing it as well and they had to turn that channel off completely and the surgeon only worked with one channel.